Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kl8067, and no non-conformances were identified. Device evaluated by MFR: it was reported that the device had performance breakage suture. It was received for analysis an empty opened foil, a paper lid, a winding former with two parked needle/sutures, a detached needle and several sutures pieces of product code vcp774d, lot kl8067. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel of needle. Also, the suture pieces were examined, and the suture has begun with the process of degradation. The winding former was visually inspected, and two needle-sutures could not be dispensed since has begun with the process of degradation and this condition caused that the suture was broken. The time of exposure of sutures to the environment could not be determined. Also, the foil was examined and showed multiples wrinkles and holes in cavity on bottom foil packet due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause of performance breakage suture, is suture degradation; due to the improper handling of package.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an artificial elbow joint replacement surgery on (B)(6) 2019 and suture was used. During interrupted suturing on the subcutis, after passing the needle through the tissue, the suture was broken easily when pulling the suture. The surgeon opined that strength of sutures with the lot # was weak, another package was used for the patient with no problem. There were no adverse consequences to the patient.